Manufacturer narrative:
Investigation evaluation: reviews of the dimensional verification, complaint history, device history record, drawing, manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the outer coaxial sheath of a mpis-401-10.0-sc-nt-sst device set was returned for investigation. There was biological matter present throughout the device. The device was separated into two portions. The portion of tubing with the hub attached measured approximately 1.2cm in length. The distal portion of tubing measured approximately 8.8cm in length. The separation site appeared to be slightly stretched. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could potentially contribute to this failure mode. These nonconformances were for surface defects, which could possibly be related to the reported failure. However, the affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. It should be noted that the labeling provided does not specifically address this failure mode. Based on the information provided and the examination of the returned product, investigation has concluded a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a patient of unknown gender or age was undergoing left heart catheterization using a micropuncture transitionless stiffened cannula access set when the shaft broke. Access was gained via the groin. It is not known if the patient's anatomy was calcified, tortuous or angled. Slight resistance was reported, however. It is not known if the device was being used for intervention or to facilitate the placement of a larger diameter wire. Another micropuncture transitionless stiffened cannula access set was used to successfully complete the procedure. According to the initial reporter, a portion of the device did not remain in the patient's anatomy. There were no patient adverse effects and no additional procedures were required.